Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient is having a terrible time, she had to go to the toilet about 15 times for the last hour because it's stimulating her to go. She can feel it fluttering in the left labia. She is also in terrible pain from the surgery but she got some pain medicine for that. Patient stated the frequent urination started this afternoon, she kept catheterizing which she does 8 to 10 times a day and is peeing in between. Patient indicated her frequency is worse than it previously was and she would like to turn therapy off for the time being. Patient turned the therapy off. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.